Event description:
It was reported that high capture threshold resulted in a loss of capture.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, an increase in capture threshold was noted on the left ventricular (lv) lead. X-ray imaging was performed, and confirmed dislodgement of the lv lead. The device was reprogrammed to deactivate the lv lead. The patient was stable.